Event description:
Dentist gave pt a butler g.u.m. Proxabrush to use after last cleaning because of a slight stain that was starting at the opposite row of teeth. Pt was instructed to use it in every space, including those between prosthetic teeth, in fact, everywhere and that it could be used instead of floss. Pt is convinced that any progress of the stain could have been controlled by floss, or some other safe means; in any case, focusing on the stain did not, in pt's view, justify the risk to a prosthetic device as central to one's dental health, and as expensive as replacing an existing bridge with a new one. Pt paid $1500 for the existing one, in addition to a recent $900 root canal in the same rear tooth, followed by a more than $100 amalgam filling placed into it. This week pt was stunned to hear that a replacement bridge by itself will cost more than $2500 and at a time when pt finds themselves mired in several serious issues of a general medical nature. This does not take into consideration the potential trauma, even loss, to the stubs of natural teeth to which the bridge is attached. Pt's recommendations: a: the product description, whether online or in advertisements, should eliminate the word comfortable. The wire, whether vinyl-coated or not, is sharp. Try on your own to drive it directly through the skin anywhere on your hands or arms for example, and it will remain rigid and badly puncture the skin. That it will not scratch implants is immaterial, given that it can cause other kinds of injury. B: voluntary labeling and instructions should accompany the product for both the dentist and pt. C: distributors of it should give customers - dentists - written guidelines urging them to first consider whether this tool is necessary for the user and whether another means for cleaning a tooth might suffice. The guidelines should include a warning that questionable/fragile tooth areas should be avoided. D: some study/testing should be done on technique. The user should be urged to use a mirror. E: consideration should be given to left-handed use vs right-handed. For example, pt can easily manage one of the disposable interdental one-hand flossers - available in drugstores - on the right side because pt is right-handed and can feel their way through most spaces on that side. However, pt has more teeth on the left side, in addition to a small mouth; trying to navigate even one of these simple flossers between two left rear molars has been virtually impossible. One can image, then, how awkward, if not impossible it would be, to direct a pencil-like tool interproximally by using either hand on the side opposite of that the user is accustomed to. One may do a good deal of probing and poking in order to find the space by means of sensation only, since neither it nor the teeth can be seen during this process - only to give up using the tool altogether or to find damage such as that pt has described.